Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular lead had increasing threshold and low r-waves. The lead was capped and replaced. The device was also replaced due to premature battery depletion although the device had not yet reached elective replacement indicator. No patient complications have been reported as a result of this event.